Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked and drains battery faster than the usual. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing infusion set. Customer states that they had not tried different cannula lengths. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. Customer's outcome pertaining to the complaint. Customer also mentioned that the insulin pump had the critical block and inverse critical block did not add to zero, insulin pump was restarted and rewound. The device will not be returned for analysis.